Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient had been fine after the procedure. The returned guidewire had its tip shaped but had no deformation such as a kink. Approximately 65 to 93cm from the distal end, the ptfe coating was intermittently scraped off in a longitudinal direction. The returned green object was observed under a microscope. It revealed that it was a bellows-like strip. Its shape and color suggested it was a piece of the ptfe coating of the returned guidewire. In order to replicate the ptfe coating damage, an unused 0.014 inch guidewire was inserted into a metal introducer and made to contact the edge of the introducer. As a result, the similar ptfe coating damage that was seen on the returned guidewire was observed on the sample guidewire. Shape of the ptfe coating fragment was also similar to that of the returned green object, bellows-like strip. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome of the returned guidewire and green object, it was concluded that the ptfe coating was damaged by strong friction occurred when the edge of a metal introducer point contacted the shaft of the returned guidewire. There was no indication of product deficiency. Although the ptfe fragment was returned, it could not be certain that all pieces of ptfe fragments were retrieved from the vasculature. The introductions for use states: - [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; - [warnings] do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart; and, - [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
After a pci to treat a heavily calcified lesion in the lcx #11, the subject guidewire was placed back on a sterilized tray after use. Some green objects were found floating in the tray. No additional action was taken and the procedure was completed.